Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant procedure, post pocket closure, the lead dislodged. The pocket was reopened and an epicardial lead was implanted.